Event description:
It was reported that the physician's handheld was freezing on the main start up screen. Troubleshooting was performed and a hard reset did not resolve the issue. The physician requested a new programming computer. A new programming tablet was provided to the physician. The handheld is expected to be returned for analysis, but has not been received to date.